Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 18 mg/dl; cause was unknown. Customer was treated with intravenous fluids of saline to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.